Event description:
Patient was followed up on (B)(6) 2024. At that time, the device parameters were satisfactory, with a battery longevity of 77 percent and for information since the implant, no therapies had been delivered, and the pacing history showed as vs 100 percent. However, during routine follow-up on (B)(6) 2024, the device status showed eri. Noticeable point is during this interval, the patient did not receive any shock therapy, and there were no issues with high thresholds or pacing dependency. The patient interrogation report shows that the device reached eri, but the eri date is not specified on the report. The physicians team noted a system notification on home monitoring stating "device clock time set back" with other options disabled on hm. After selecting the dismiss option on the system notification, they were able to see that the eri alert was recorded on (B)(6) 2024.

Manufacturer narrative:
Device was received for analysis. Explant date is currently unknown. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.